Manufacturer narrative:
Button error alarmed and intermittent esc and act button response due to corroded keypad traces. No unexpected audio beep anomaly noted. Insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 82 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.